Event description:
Mcu errors when logging off and during treatment; techs say it is a known continuing issue. On (B)(6) 2019 at 10:30 am, mcu error appeared when attempting to log off machine after treatment. On (B)(6) 2019 at 8:45 am - mcu error during pt's treatment. Only completed 17 mins of treatment. On (B)(6) 2019 at 3:25 pm, mcu error right before starting pt's treatment, was able to restart machine and have uninterrupted treatment. On (B)(6) 2019, first pt of the day - machine shut down 3 times before staying on long enough to start treatment.